Event description:
A customer reported a minimum fill notification issue with their pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by loading new cartridges multiple times, but the problem recurred. Technical support confirmed that the customer followed the correct procedures and escalated the case for further troubleshooting. Eventually, it was decided to replace the pump with a new one under warranty. Instructions for returning the problematic pump and setting up the replacement were provided to the customer, and a replacement pump was sent. Customer reverted to an alternative method of insulin therapy.